Manufacturer narrative:
(B)(4). Any additional information provided by the customer will be included in a follow up report. (B)(4). Carefusion certified service technician was able to verify the customer's reported issue. Bench testing revealed power manager failed functional test. The charger fails eol test for no power. Opened the charger and found reference designators d1 and q2 were burned. The service technician replaced pca and reported issue was resolved. Unit passed all testing. This complaint was included in a two-year retrospective complaint review to assess MDR reportability compliance. This complaint was deemed to meet the requirements for MDR submission and is therefore being submitted to the FDA". At this time it is unknown if there was any patient involvement associated with the reported malfunction.

Event description:
The customer reported complaint that the ventilator does not charge batteries.